Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a coil detachment issue. When breaking the short black line and the coil's hypotube, the filament broke also so they couldn't detach the coil. The physician did not attempt to detach the coil with the instant detacher. There was one manual attempt to detach the hypotube. It was reported that the coil and all accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a coil detachment issue. When breaking the short black line and the coil's hypotube, the filament broke also so they couldn't detach the coil. The physician did not attempt to detach the coil with the instant detacher. There was one manual attempt to detach the hypotube. It was reported that the coil and all accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. There were no other issues during the procedure. There was no damage observed to the coil pusher.

Manufacturer narrative:
H3: product analysis: as found condition (condition of returned device): a concerto implant coil was returned within a shipping box; within a plastic bag; within an opened concerto implant coil inner pouch and within a resealable biohazard bag. Visual inspection/damage location details: the concerto implant coil was returned without the introducer sheath. The actuator interface was found to be missing and not attached to the coupler tube. The concerto pushwire was found to be broken at break indicator with release wire extending and bent at ~87.4cm from broken proximal end. This is indicative that a manual detachment was attempted at these locations. The coin was found still against the lumen stop with what appeared to be blood underneath the outer jacket. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. The distal outer jacket was removed, revealing blood residue and a manual detachment was then attempted by retracting the release wire. However, the manual detachment was not successful. The lumen stop and retainer ring were unable to be visually inspected as the coin was found to be stuck within the lumen stop. No other anomalies were observed. Testing/analysis (including sem reports): the lumen stop, and retainer ring were unable to be measured as the coin was found to be stuck within the lumen stop. Conclusion: based on the analysis performed, the concerto coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. A possible cause for the non-detachment is the bend found on the pusher, causing the release wire to become stuck or con jammed at lumen stop. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.